Event description:
It was reported that the lateral lock on the 9600 system would not disengage. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The angulation lock was cleaned and lubricated during the service call. The system was tested and found to be working as intended, and put back into service.